Event description:
Reference number (B)(4). Event occurred in saudi arabia. On 29-july-2024, it was reported that the patient encountered three infusion sets leaking at the tubing site no further information.